Event description:
It was reported that when stimulation was on, the patient felt a "flutter" under the left breast, shocking, and pain or discomfort, and that the patient's pulse "jumped at night." The health care provider attributed this event to the level and location of the lead and planned to reprogram the stimulator using lower electrodes. It was later reported that the patient experienced cardiac problems and shut off the ins while addressing her cardiac issues, and that following a position change while the stimulation was turned on the patient experienced an overstimulation sensation and stimulation in the chest. There were also coupling or communication issues, and an overdischarge due to patient compliance was suspected. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).